Event description:
On (B)(6) 2014, the lay user/ patient contacted lifescan (lfs) (B)(4) alleging the onetouch verio iq meter read inaccurately compared to a laboratory device. The patient did not provide results obtained with the subject meter or the other device. The patient did not experience any symptoms or seek any medical attention because of the reported issue. However, this complaint is being reported because the alleged inaccuracy remained unresolved.

Manufacturer narrative:
(B)(4). The patient¿s meter has been returned on 5/19/2014 and evaluated by lifescan product analysis on 6/17/2014 with the following findings: the meter passed all testing with no faults found. The reported issue could not be reproduced. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.